Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer "could not hear" when alarms occurred on the pump. In addition, it was reported that the customer experienced both elevated and low blood glucose levels. Customer declined to troubleshoot with tandem technical support.